Event description:
It was reported that a boston scientific device was implanted.according to the complainant, the patient experienced infections, pelvic pain, bleeding and disfigurement resulted from the implant.all other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.